Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an eopa arterial cannula, the customer reported a leak from the cannula. During in sertion, a hole was observed in the cannula body that became apparent once the cannula was under pressure. The patient did not experience blood loss, and an unplanned blood transfusion was not required. The device was replaced and patient was recannulated with ano ther cannula to complete the case. There was no adverse patient effect associated with this event.